Manufacturer narrative:
.

Event description:
It was reported that he patient is having "spells" every couple of weeks that last for 5-6 days. During the "spell" the patient's symptoms come back and his tremors are severe. The patient has also fallen a couple of times because his balance is off. The patient's wife is hoping to get the patient an appointment with the hcp while the patient is having a "spell" so that the hcp can see the symptoms. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. Reference MFR report #3004209178200704469.